Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) emitted beeping tones 43 months post implant. Premature depletion was suspected. The device remains implanted.